Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter and an unknown guidewire were returned for evaluation. Balloon was noted to be detached form the catheter exposing the inner guide wire lumen and the balloon was not returned for evaluation. Glue bullet was seated in the correct position. No specific anomalies were noted during the visual evaluation. No functional testing was performed due to the condition of the sample. As the balloon was completely detached from catheter and not returned for evaluation. No objective evidence of balloon rupture could be observed due the device condition. Therefore, the investigation is only confirmed for reported balloon detachment, however the investigation remains inconclusive for the reported balloon rupture and difficult to remove. A definitive root cause for the reported balloon detachment, balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly burst. It was further reported that balloon was allegedly difficult to remove from the introducer sheath. Reportedly, the balloon was allegedly also detached. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2025).

Event description:
It was reported that during an angioplasty procedure for occlusion of the left brachiocephalic vein, the balloon allegedly burst. There was no reported patient injury.